Event description:
It was reported during the implant procedure and after the lead was repositioned a second time, the helix was not able to extend. A very difficult right sided anatomy was noted. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix/lobe distorted/bent; full lead returned for analysis. Further testing revealed outer tubing overlay breached cut, and tip seal observation, blood in/on helix/lobe mechanism, distal conductor blood/body fluid (not obstructed), blood/body fluid outer tubing overlay. The helix cannot be retracted because it is stretched.